Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: a review of the pump alarm history showed a call service alarm code (cs (B)(4)) had occurred, which could alarm could cause the display to be blank for several seconds. During testing, the pump powered on and displayed the verify screen. The audio tones and vibrations features were functional. The issue that a blank display screen had occurred was observed in the pump history but was not able to be duplicated during investigation. Unrelated to the blank screen issue, the battery cap was found to be worn on the top of the cap. A test battery cap was able to tighten securely to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.